Manufacturer narrative:
Device remains implanted. Evaluation summary: post decontamination examination found that the handle was opened and the cassette hook was found to be broken off. The hook anchors the system during deployment. The thread was found to be caught in the slide block. There was no indication of a cause of the hook breaking off. If the customer would have continued rotating the knob, the thread would have caught in the block and the stent would have been able to be deployed normal. Note this is not written in the dfu, it is just an observation.

Event description:
Reportedly, after deploying stent about 2/3 of the stent, the delivery wheel became non-operable. The dr had to remove the entire system which unsheathed the remaining 30 to 40mm of the stent, but it also stretched this portion of the stent an extra 10 to 15mm. A second 120mm stent was placed proximal to the 150mm stent, and overlapped the stretched portion of the 150mm stent. The second stent was to be used irrespective of the problem with the 150mm stent. There was no pt injury.